Event description:
It was reported that an adverse event occurred. The date of the event is an approximation. On (B)(6) 2024, the patient was found unconscious and lying on the floor by her granddaughter, who immediately called 911. The patient recalled having dinner the night before and going to bed but had no memory of the incident until she woke up in the hospital the following day. There was no documentation for continuous glucose monitor (cgm) readings during the event. Emergency medical services (ems) informed the patient that her blood glucose level was ¿very low,¿ and she was treated with intravenous glucose (¿IV sugar¿). The patient was hospitalized for approximately 2¿3 days before being discharged. At the time of the report, the patient was stable and stated she was ¿okay.¿ no additional details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.